Event description:
Patient dislocated several times after primary bipolar between bipolar and natural acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.